Manufacturer narrative:
This supplemental report is being submitted to additional information. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - as a result of connecting the subject device with otv-s300 (serial number (B)(6) owned by user facility, which was connected to the subject device while the reported phenomenon had occurred, the phenomenon was duplicated. - as a result of connecting the subject device with otv-s300 owned by omsc, the phenomenon was duplicated. - as a result of connecting the ch-s200-xz-ea owned by omsc with the otv-s300 (serial number (B)(6) owned by user facility, the phenomenon was not duplicated. Therefore the cause of the reported phenomenon was the failure of the subject device. Omsc checked the exterior of the subject device and found that there was no abnormality. Consequently omsc surmised that this phenomenon was attributed to the failure of the camera cable or the video connector of the subject device from any cause.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared with displaying the scope communication error e226. The user facility completed the procedure using a similar device. Other detailed information was not provided. There was no report of patient injury associated with the event.